Manufacturer narrative:
The insulin pump was monitored in 50c oven for several days and no blank display noted. No damage was found on the lcd isolation tape. The down arrow button had no response due to corroded keypad traces. The pump was unable to perform the currents test due to button/keypad anomaly. The pump was received with cracked battery tube threads, broken reservoir tube lip, scratched lcd window, missing end cap sticker and cracked display window corners.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 158 mg/dl. The customer tried to replace the battery several times and still had the same issue. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer will be sent a replacement pump.